Manufacturer narrative:
Batch review performed on 16-jan-2020: lot 157267: (B)(4) items manufactured and released on 10-mar-2016. Expiration date: 24.02.2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Preliminary investigation: femoral stem covered in biological fluids, it is not possible to determine any implant's related failure root cause. Other device involved in the event ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 36 size m 0 lot. 185180 (k112115). Batch review performed on 16-jan-2020: lot 185180: (B)(4) items manufactured and released on 15-nov-2018. Expiration date: 29.10.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Revision surgery due to pain and leg length discrepancy 2 months after primary, the stem was subsided. The stem and the head have been revised.